Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient experienced multiple complications coinciding with impella cp support. Following implant, the patient developed hemolysis. The p level was reduced from nine to seven and the condition began to resolve. The following day, the patient suffered from septic and cardiogenic shock. The cause of the condition was not determined. The patient was started on antibiotics to treat the sepsis. As the patient's underlying condition did not improve, the family opted to withdraw care. The patient passed away following explant. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.